Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction

Event description:
A us distributor contacted zoll to report that a patient passed away at a rehab hospital while wearing the lifevest on (B)(6) 2021. Review of the download data, indicates the patient received an inappropriate treatment in response to oversensing of cardiac signal. From 17:01:54 to 17:10:41, the patient's rhythm was sinus tachycardia at 120 bpm degrading to vt from 120-100 bpm. The rhythm transitions to an idioventricular rhythm at 60 bpm. The rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 150 bpm. The lifevest typically requires 60 seconds of sustained vt above the rate threshold to deliver a treatment shock. At 17:16:43, the patient's rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. At 17:17:33, the patient received an inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole. The patient's post-shock rhythm was asystole. At 17:17:35, the device was shutdown. Per continuous ECG recording, the patient was last seen in asystole when the device was shutdown. The patient passed away on (B)(6) 2021 around 5:15 pm. There is no indication that the inappropriate treatment caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.